Manufacturer narrative:
Update: device evaluated by manufacturer: assembly drawer was received in good condition with no physical damages observed. Angiojet ultra system console and catheter were not returned for evaluation. The drawer was installed into pm angiojet s/n (B)(4), tested and passed prime cycle steps. Removed the drawer from pm console and installed into drawer test fixture, tested, angiojet ultra drawer passed all the steps of the functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
An angiojet ultra system console was selected for use. It was noted the system was able to work in power pulse mode but was stopping during aspiration/thrombectomy mode after 10 to 15 cc. It was not specified what type of catheter was being used at the time of the occurrence. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
An angiojet ultra system console was selected for use. It was noted the system was able to work in power pulse mode but was stopping during aspiration/thrombectomy mode after 10 to 15 cc. It was not specified what type of catheter was being used at the time of the occurrence. No patient complications were reported.